Event description:
A technician reported that the eye tracker would not track one left eye, after lasik flap had been lifted. Reporter informed that the pt had dark brown eyes, and due to being unable to track, the case was moved to a different laser for treatment. Pt¿s post-operative vision was noted be as expected. Tracker was reported to have worked without fail, after this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).